Manufacturer narrative:
(B)(4). Product under eval.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's result is not required at the time of the call on (B)(6) 2015. Currently, taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 71 mg/dl and 365 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 03/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 70 mg/dl (B)(6) 2015 09:47pm; 61 mg/dl (B)(6) 2015 09:32pm; 57mg/dl (B)(6) 2015 09:30pm; 199mg/dl (B)(6) 2015 10:41am; 386mg/dl (B)(6) 2015 08:50pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 71 mg/dl and 365 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 03/20/2018 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.